Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Neurological events and hypotension may occur during this type of procedure and as listed in the product instructions for use, these are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Although a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; there was no indication of any product deficiencies which could have contributed to the patient effects.

Event description:
It was reported that after the stenting procedure with the xact stent in the left internal carotid artery, the patient experienced a transient neurological event with right upper extremity weakness, hypotension requiring treatment with dopamine, and shortness of breath. The weakness resolved within a few moments after administration of 5000 units of heparin. The CT scan of the head was normal. Dopamine infusion was run for approximately ten hours after the weakness had already resolved. The shortness of breath resolved within minutes with no intervention and was believed to be related to the patients anxiety with having right upper extremity weakness. The patient was discharged home two days post procedure. There was no adverse patient sequela. There was no additional information provided.